Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After filter deployment the filter became dislodged and computed tomography (CT) revealed that there was actual impregnation of one of the prongs of the filter in the inferior vena cava wall. The patient reportedly experienced abdominal pain and back pain, this pain was possibly related to the displaced filter. Approximately fifteen days later, abdomen view revealed that the filter was extended just to the right of the l2 vertebral body to the top of the l3 vertebral body. The filter appears vertically situated although there was questionable lateral positioning of one of the tongs. Computed tomography revealed the filter was in horizontal position. Three days later, the patient presented for filter removal under ultrasound guidance. An access sheath was passed over the wire and then exchanged the access sheath for the bard retrieval system device, then able to close the filter and retract it inside a cannula and then remove that through the access sheath. This sheath was then removed over the wire and tulip filter was deployed. Therefore, the investigation is confirmed for filter malposition and material deformation. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 09/2011), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. After some time post filter deployment, it was alleged that the filter displaced and lateral positioning of one of the tongs. The device has been removed percutaneously. The patient reportedly experienced pain. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device expiry date: 09/2011. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. After some time post filter deployment, it was alleged that the filter displaced and lateral positioning of one of the tongs. The device has been removed percutaneously. The patient reportedly experienced pain. However, the current status of the patient is unknown.